Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 600mg/dl. Customer indicated that they have changed the set but their blood glucose does not go down. Customer indicated that he would try to treat with an injection and then recheck his blood glucose. No further details given.